Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 107 months due to valve calcific deterioration with aortic insufficiency, stenosis and severe congestive heart failure. The operative report indicates, "evaluation of the valve showed a heavily diseased calcified valve that was adherent to the aortic wall at the level of the struts. This was removed with some difficulty".

Manufacturer narrative:
Evaluation: method = device discarded at the hospital. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the explanted device was discarded and will not be returned to edwards, the reported calcification and stenosis could not be positively confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.